Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.0.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-15 (B)(4): medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a 2-3 mm inaccuracy in the placement of a screw. Imaging was performed 3 times using ais and a th3-l3 fixation operation. Screws were inserted in the order from l3 to th3. On the third imaging with the imaging system after placing the reference at th3 (th3-6), the screw that was inserted was oriented toward the head, differing from the direction inserted using navigation. A possible explanation why only the third imaging was "poor" is that the reference had been installed just barely at the edge of skin incision, and that the muscle might have been pulled when the probe was used and when the retractor and muscle tensioner were operated, and that the reference had been pushed. All screws were removed and reinserted under fluoroscopy to complete the procedure. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2 correction: additional codes updated - f26 added to reflect no reported impact on patient outcome. H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior since no logs or exams were available. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.